Manufacturer narrative:
.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the cup was opened by circulator and put on sterile field. Upon inspection, a paper like substance was seen on the gription coating. Cup was repackaged and removed from field. A new cup was opened.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device was not able to confirm the reported event. A worldwide complaint database search found no other reported incidents against the provided product/lot combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.